Event description:
The manufacturer received information alleging that a customer reported suffering burns to the inner mucosa of their nose, right cheek, and left lip corner due to smoking while using an everflo unit. The customer required hospitalization for one day in response. Per everflo user manual, ¿do not smoke, allow others to smoke, or have open flames near the concentrator when it is in use. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death.¿ the device has not been returned to the manufacturer for evaluation at this time. The investigation is ongoing, and a follow up report will be submitted once the investigation is completed.

Manufacturer narrative:
The manufacturer received information alleging that a customer reported suffering burns to the inner mucosa of their nose, right cheek, and left lip corner due to smoking while using an everflo unit. The customer required hospitalization for one day in response.per everflo user manual, ¿do not smoke, allow others to smoke, or have open flames near the concentrator when it is in use. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death.¿ no device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.